Event description:
It was reported the patient temperature had dropped on the arctic sun device. The neonate patient was maintaining patient temperature between 33.4c to 33.6c and then suddenly the temperature dropped to 24c. The probe placement had been confirmed. Explained the user that if placement had been confirmed they should replace the temperature probe or the temperature cable.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be a defective or damaged cord. However, this cannot be confirmed.the neonatal was maintaining patient temperature between 33.4c to 33.6c and then suddenly the temperature dropped to 24c. The probe placement had been confirmed. The mss explained the user that if placement had been confirmed they should replace the temperature probe or the temperature cable. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the unknown arctic sun temperature cable ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported the patient temperature had dropped on the arctic sun device. The neonate patient was maintaining patient temperature between 33.4c to 33.6c and then suddenly the temperature dropped to 24c. The probe placement had been confirmed. Explained the user that if placement had been confirmed they should replace the temperature probe or the temperature cable.